Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned. It was also noted that the outer insulation was breached cut, there was a cosmetic depression on the outer insulation and there was apparent explant damage. Blood/body fluid was also noted on the helix mechanism and the proximal conductor. (B)(4): no anomalies found. (B)(4): no anomalies found, full lead was returned. It was also noted that the inner insulation was kinked buckled, the outer tubing overlay was melted, there was cosmetic environmental stress cracking on the outer tubing overlay and there was apparent explant damage. Blood was also noted on the helix mechanism.

Event description:
It was reported that the patient developed sepsis with vegatation on the lead. The device and leads were removed. No further complications have been reported as a result of this event.